Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. An external visual inspection was performed with no physical damage noted. There were no visual indications of dried fluid within the cassette compartment. There were no burrs or sharp edges in cassette area that may have punctured a cassette membrane. A simulated treatment was performed and completed without failures. There were no fluid leaks in the test cassette during the treatment test. The weighed fill volumes were found to be within tolerance and fill times were within specification. The cycler underwent system air leak and valve actuation testing and was found to meet product specifications. Load cell verification testing was performed with no issues noted. The internal inspection of the cycler showed that there were indications of dried fluid within the recess of the bottom cover adjacent to the pump. The cause of the encountered dried fluid could not be determined. The mushroom head check passed and the cycler tested positive for glucose. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
This is a report of a patient who experienced an increased intraperitoneal volume (iipv) event coincident with peritoneal dialysis (pd) therapy. The patient reported receiving make sure the heater bag is on heater tray and the line is not clamped alarms in fill 1 of 6. The patient stated that her stomach felt tight and uncomfortable. The patient was advised to do a stat drain and drained 5650 ml. This drain volume is 205% of the patient's fill 1 volume of 2762 ml. As a result of the iipv event, the technical support representative advised the patient to discontinue use of the cycler and to notify their peritoneal dialysis registered nurse (pdrn) of the event. Upon follow up with the pdrn, it was confirmed that the patient did not experience any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The pdrn stated that the patient is trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed, but stated that the patient did not complete the peritoneal dialysis treatment. The patient has received a new cycler which is working well and continuing with pd therapy without issue. The cycler was scheduled to be returned to the manufacturer for physical evaluation.